Manufacturer narrative:
Pictures of the reported implant were returned for review. Review of these pictures finds an unknown white substance adhered to the underside of the tibial plate. The makeup of the foreign material cannot be determined from the pictures. This device is used for treatment. The manufacturing process was inspected and no deviations or anomalies were noted during a walk through of the process. For heightened awareness, manufacturing operators were notified of the complaint. A complaint history search found no other complaints against the associated part/lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when tibial implant box was opened, the inner packaging was intact and sterile but the implant was covered with a cement-like material. A new implant was opened and used in the patient.

Manufacturer narrative:
This report will be amended when our investigation is complete. (B)(4).